Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was reported that a pwd called and stated they were getting a line blocked alarm and were unsure if they were receiving insulin, as their fingerstick showed a glucose level of 270 mg/dl. The pwd stated that when they got the line blocked alarm, they resumed with the current cassette and checked for kinks, but there were none. The pwd then mentioned the site worked for a little while and then gave the line blocked alarm again. The pss asked if the pwd saw any visible kinks or air bubbles in the tubing, and the pwd stated no. The pwd was able to do the set and cassette change and indicated the cannula was bent when they removed the infusion site. The pss was also able to ask medical questions and confirmed that the pwd did not require emergency services. The pss went over the sticks method with the pwd. The operator of the device was a lay user. The event occurred while in use with a patient. There was no patient injury. The issue was resolved. Patient details were provided: the patient is a white non-hispanic/latino male born on (B)(6) 1983 weighing 144 lbs.

Manufacturer narrative:
H3/h6: one used device was returned for evaluation. The device was visually inspected. No physical damage or other anomalies observed. The complaint of bent cannula, line block alarm can be confirmed. Root cause will be documented through the run rate trending. The device history record was unable to be reviewed as no lot number was provided.